Event description:
The pt stated that "2.01" is displayed on the screen of his infusion device and he has not been able to clear it with new power packs. The pt stated he was aware of the recall and his power pack had only been in use for 1 week. He stated he normally only changes his power pack once a month. The pt was instructed to insert a new power pack into the device and he stated "2.01" was displayed on the screen. The pt was advised that this is normal after inserting a new power pack. He stated that the screen cleared and his device was functioning properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.